Event description:
It was reported the patient experienced pain at the ipg site and ineffective stimulation. Surgical intervention may take place to explant the system.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.